Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported difficulty entering the dexcom sensor pairing code on the ilet device. On (B)(6) 2025 the user reported that the touchscreen was not responding, and a replacement ilet was arranged. The user did not experience hypoglycemia, hyperglycemia, or hospitalization and stated their blood glucose was not affected. No long-term health effects were reported.